Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The target lesion was located in the left anterior descending (lad) coronary artery. A rotalink¿ plus with a 1.5 mm rota burr was used to treat the diffusely diseased target lesion. After treatment, the physician did a dye injection and noticed that there was an arterial perforation. The physician blocked the artery with an unspecified balloon and did a pericardiocentesis. Finally, two non bsc stents were used to treat the perforation. The patient was stable and the artery angiographically looked fine. No further patient complications were reported.